Event description:
Coiling treatment was conducted of an acom aneurysm. It was reported that during coil delivery, resistance encountered. Upon withdrawal, the coil prematurely detached partially within the parent artery and the aneurysm. The implant coil was successfully retrieved using a micro snare. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Sample analysis: only the delivery pusher was returned as the implant coil was reported to be discarded. The evaluation showed excessive force was used which likely led to the coil becoming detached. (B)(4).